Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a bd blunt plastic cannula experience coring. The following information was provided by the initial reporter: "these blunt cannulas will cut a small piece of the rubber tops of propofol vials dispensed by hospira. These small pieces of rubber can be drawn into the syringe and pushed into patients"